Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed nystatin powder (1000 units) and an oral medication, ciprofloxacin (500 mg) for the skin irritation. Follow up indicated that the skin irritation improved.